Manufacturer narrative:
Date rec'd by MFR: 06feb2019. Failure analysis performed by philips on the returned touch screen shows that the touchscreen assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 10jan2019, date rec¿d by MFR : 09jan2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The device returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/04/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touchscreen fault. There was no patient involvement. The event date was not specified; estimate used.